Event description:
It was reported that one year, one month and six days post port placement, localized swelling was allegedly noted during maintenance of the implanted port. It was further reported that the port was removed after further examination allegedly revealed a catheter fracture. It was also reported that the catheter break caused the swelling due to fluid leakage. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year, one month and five days post a port placement, localized swelling was allegedly noted during maintenance of the implanted port. It was further reported that the port was removed after further examination allegedly revealed a catheter fracture. It was also reported that the catheter break caused the swelling due to fluid leakage. Reportedly, the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows an implantable port attached to a catheter in which the catheter is noted to have a partial break a few centimeters below the port body. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.